Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been having problem with her sensor readings being inaccurate and she went to the ER for high blood glucose. Her blood glucose was over 600 mg/dl and she tried treating with her pump. The customer said that her sensor was not reading her blood glucose correctly, so she was not aware that she was high. She said she was nauseous, had vomiting and tested for ketones. She went to the ER on (B)(6) 2017 around 12:00 pm with a blood glucose of over 600 mg/dl. The customer was treated with IV fluids and zofran and was wearing the pump at the time she arrived at the ER. The ER monitored her until her blood glucose came down to 300 mg/dl and then they released her. She declined troubleshooting for the high blood glucose because she believes that she was high because of the sensor not functioning. The customer also mentioned to have experienced sensor glucose versus blood glucose differences with threshold suspend. Her sensor glucose was 40 and blood glucose was 120 mg/dl. She was advised that her blood glucose and sensor glucose were not within acceptable range. The sensor and the insulin pump will not be returning for analysis.